Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "could barely see, speak, walk," and was unable to self-treat. The customer had contact with non-healthcare professionals (non-hcp) who called an ambulance. Upon arrival of the ambulance the customer had contact with an hcp who administered glucose and the customer was transported to the hospital. At the hospital, the customer had contact with an hcp who obtained a comparison reading of 7.00 mmol/l on the adc device compared to a reading of 1.50 mmol/l on a hcp meter and a comparison reading of 6.90 mmol/l on the adc device compared to a reading of 2.50 mmol/l on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. In addition, the hcp administered sugar for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Milled slot into sensor casing to perform smu (source measurement unit) testing to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "could barely see, speak, walk," and was unable to self-treat. The customer had contact with non-healthcare professionals (non-hcp) who called an ambulance. Upon arrival of the ambulance the customer had contact with an hcp who administered glucose and the customer was transported to the hospital. At the hospital, the customer had contact with an hcp who obtained a comparison reading of 7.00 mmol/l on the adc device compared to a reading of 1.50 mmol/l on a hcp meter and a comparison reading of 6.90 mmol/l on the adc device compared to a reading of 2.50 mmol/l on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. In addition, the hcp administered sugar for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.